Event description:
It was reported that a piece of the monopolar curved scissors instrument was broken. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that the banana plug was removed. The lock washer and the nut used to fasten the connector were found inside of the housing. The condition was most likely the result of improper torque applied during assembly of the components. Electrical continuity from the ring lug to the instrument tip passed. Engineering also observed the instrument main tube has a 2.25" long section with light material removed on one side of the tube. The damaged area is parallel to tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Add'l investigation is underway regarding the cannula accessories. A f/u MDR will be submitted if add'l info is received.